Event description:
It was reported that the customer had two faulty reservoirs. The caller stated that the reservoir had been changed and the blood glucose reading was 19 mg/dl. The most recent blood glucose reading was 25 mg/dl. Neither the insulin pump nor the reservoir were available for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.